Event description:
During an atrial fibrillation ablation procedure, a leak occurred. Following transseptal access, before inserting the catheter, air was noted from the irrigation port of the sheath and saline and blood leaked from the proximal tip of the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported leak remains unknown as the leak could not be confirmed.